Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects from suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found due to damage on suction tube in control section, foreign objects come out of distal end. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured.   Based on the results of the investigation and, it could not be definitively determined what the foreign material was in the nozzle. Foreign material possibly remained on the device since the reprocessing was deviated from the instruction manual from the obtained information. There was no damage to the area where the foreign material was detected. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.